Event description:
It was reported the gastrointestinal videoscope reportable had no display when inserted into console. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (address 1) - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope (e315) error occurred a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause was incompatible scope (e315) error, traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.